Event description:
She had hydrelle injected to her lips, naso-labial folds, marionette lines and cheeks as well as a chicken pox scar in 2009, without any complications. Did great for many weeks. The following month, she developed severe general facial edema. She was admitted to the hosp emergency department. I saw her there. Was having a diffuse allergic reaction supported by history, exam and labs -high eosinophil count-. She was placed on oral steroids, oral antibiotics and oral benadryl. She was seen multiple times since then. She was seen by her primary care doctor as well who increased her oral steroid dose and taper. A few days later, the swelling resolved but then she started developing very large masses all over her face in the injection areas. She required many sessions of injections with hyaluronidase, and kenalog to resolve this in addition to oral antibiotics. She even had 3 large abscess filled pockets that required drainage.